Manufacturer narrative:
Age at the time of event: 18 years old or older. Device is a combination product. (B)(6).

Event description:
It was reported that stent damage occurred. The 99% stenosed target lesion was located in the severely tortuous and moderately calcified distal right coronary artery to atrioventricular branch. A 2.75x32mm synergy drug-eluting stent was advanced to treat the lesion. However, the device failed to cross the lesion and it was noticed that the proximal edge of the stent got slightly lifted. The procedure was completed with balloon angioplasty only. No patient complications were reported.